Event description:
On (B)(6) 2021 it was reported this male peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2021. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the pd clinic on (B)(6) 2021 due to cloudy pd effluent. At that time the patient was being treated for clostridium difficile (c. Diff). The patient was seen at the pd clinic on the same day where a pd effluent culture was obtained. The patient was administered antibiotics with vancomycin 2g and fortaz 2g (route, frequency, and duration unknown). On (B)(6) 2021 the patient¿s white cell count resulted with 8396 (unknown units) and the patient was diagnosed with peritonitis. The antibiotic therapy continued with the same dosage every three days. Additionally, the patient was initiated on heparin on (B)(6) 2021 for fibrin. A repeat cell count on (B)(6) 2021 resulted with 46 (unknown units). The suspected cause of the peritonitis event is the patient¿s c. Diff infection which was ongoing at the time of the peritonitis onset. There is no report of any cassette leak or other issue with any fresenius product reported for this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 26/nov/2021 it was reported this male peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2021. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the pd clinic on (B)(6) 2021 due to cloudy pd effluent. At that time the patient was being treated for clostridium difficile (c. Diff). The patient was seen at the pd clinic on the same day where a pd effluent culture was obtained. The patient was administered antibiotics with vancomycin 2g and fortaz 2g (route, frequency, and duration unknown). On (B)(6) 2021 the patient¿s white cell count resulted with 8396 (unknown units) and the patient was diagnosed with peritonitis. The antibiotic therapy continued with the same dosage every three days. Additionally, the patient was initiated on heparin on (B)(6) 2021 for fibrin. A repeat cell count on (B)(6) 2021 resulted with 46 (unknown units). The suspected cause of the peritonitis event is the patient¿s c. Diff infection which was ongoing at the time of the peritonitis onset. There is no report of any cassette leak or other issue with any fresenius product reported for this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. The suspected cause of the patient¿s peritonitis was an ongoing infection with clostridium difficile. Patients on dialysis, and in particular peritoneal dialysis, are predisposed to this infection due to an immunocompromised state and transmural translocation of the bacteria due to the closeness of the gastrointestinal tract to the peritoneal cavity. The patient¿s hospitalization for the diverticulitis is unrelated to the peritonitis or pd therapy. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.